Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with customer and confirmed the reported issue that system is not turning on. Review of the system log file showed malfunctioning geo-pc. Rse analyse the system and found that the system did not have power to unit. The rse suggested to customer bypass ups with the same and to check hospital power feed and the system was returned to use in good working order. Rse advice to replace geo pc if it happens again. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that during the system will not turn on. The device was not in clinical use. Philips has started an investigation of the complaint.